Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Upon investigation of the needle mechanism, no defects, damages or defects were found that may contribute to the needle not retracting. The pod ran for 3983 pulses and then deactivated.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing a pod for five minutes the needle did not retract. Upon removal of the pod the patient reports the cannula was not visible.